Event description:
It was reported that a device pinhole occurred. The target lesion was located in a coronary artery. A 2.25 x 20mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the stent failed to deploy. When the stent was removed, the delivery shaft appeared to have a pinhole in the distal third of the catheter. The procedure was completed with another of the same device. There were no patient complications reported. It was further reported that the target lesion was 80% stenosed and mildly tortuous with mild angulation. It is unknown if the pinhole was present upon removal from the packaging. The pinhole was discovered after the stent was removed because it would not deploy during inflation.

Manufacturer narrative:
B3 date of event: used the first date of the month of the aware date as no event date was provided. Device evaluated by MFR. : synergy xd mr us 2.25 x 20mm stent delivery system (sds) was returned for analysis. Visual, tactile, microscopic and functional analysis was performed on the device. No issues were identified with the hypotube shaft. A visual and tactile examination of the outer and inner lumen and mid-shaft section found a 3mm cut distal from the port exchange on the outer lumen. There was no sign of damage, stretching or lifting of the stent struts. Balloon cones were reviewed and were subjected to positive pressure. The bumper tip showed no signs of distal tip damage. An attempt was then made to inflate the balloon, using an inflation aid attached, however, pressure was unable to be maintained as inflation liquid was observed leaking from the port exchange. No other device issues were identified during returned product analysis.

Manufacturer narrative:
B3 date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that a device pinhole occurred. The target lesion was located in a coronary artery. A 2.25 x 20mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the stent failed to deploy. When the stent was removed, the delivery shaft appeared to have a pinhole in the distal third of the catheter. The procedure was completed with another of the same device. There were no patient complications reported.